Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited out of range right ventricular (rv) impedances, greater than 2000 ohms. All other lead measurements were stable and within normal limits. No adverse patient effects have been reported. Subsequent information indicates that this ICD was explanted during a lead revision procedure.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. All sealplugs were intact and all setscrews move freely. There were no obstructions in any of the barrels. The rv tip and rv ring sealplugs were removed and both retainer rings were flat and the hexslots of each of the setscrews have normal wear. A review of the daily measurements noted that from (B)(6) 2009 until the week of (B)(6) 2009 the rv impedances ranged between 2703 and 2906 ohms. All the remaining recorded rv impedances until explant were >3000 ohms. A 743 ohm load was attached to the rv port and a manual impedance measurement was performed and found to be within specifications. The clinical observations were unable to be reproduced. This device was operating within specifications during laboratory analysis.